Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97791, product type: accessory.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a lead revision was scheduled. It was also reported that the lead in 0-7 channel was disconnected from the implantable pulse generator (ipg) and inserted in multi-lead trialing cable (mltc) with all high impedances greater than 10,000 on the day of the surgery. The lead was removed and replaced with a new lead. It was noted that it looked to be a slight kink in the lead inferior to anchor. In conclusion, the coverage of the left leg and foot were tested with the new lead and stim was programmed in the patient's back left hip and foot.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the device was explanted on (B)(6) 2016 and it was determined there was a lead break. Following explant the consumer resolved without sequelae.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was retrieving some things from his attic a few weeks prior this report when he lost balance on the pull down ladder from the attic and fell on his right shoulder and hip. Since the fall, the adaptive stimulation feature had been acting up and was not adjusting. It was staying the same voltage for both upright and lying. It was noted the patient's implantable neurostimulator (ins) was in his left hip. The left lead tip was implanted in (B)(6) 2014 at the top of t9 and the right tip at the top of t8. An impedance check found the impedances of all electrodes 0-7 to be >10,000 ohms. Electrodes 8-15 were all within normal limits. It was noted electrodes 0-7 were on the right lead. The rep reprogrammed the patient just using electrodes 8-15 and was able to get stimulation to the foot, left thigh, and low back but was unable to get stimulation in the posterior left thigh or in the painful location. A position check showed that the ins orientation was fine. The rep started adaptive stimulation on group c, had the patient lie down, and adjusted the stimulation appropriately. The patient had a consultation with his doctor regarding possible symptoms on (B)(6) 2016. The rep told the patient to use the programs that were adjusted and determine the amount of coverage provided. It was noted that the issues had not resolved at the time of this report. The rep noted that the left lead appeared to be working fine. The patient's status at the time of this report was alive with no injury. No surgical interventions had occurred at the time of this report and it was unknown if any surgical interventions had been planned. Additional information received from the rep reported that impedances were re-run at 1.5 v and all values on electrodes 0-7 were greater than 20,000 ohms except for 0 with 8-15 as a reference. Pairs with 0 were around 15,000 ohms. Symptoms reported included a zapping feeling at the stimulation location. It was noted that an x-ray had already been taken and "they" were planning for a potential revision.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the lead body¿s conductor was broken at the injex anchor site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.